Manufacturer narrative:
(B)(4).

Event description:
A stent graft system was implanted for the endovascular treatment of a 6.5 cm diameter abdominal aortic aneurysm. It was reported that during routine follow up it was discovered that there was a migration 35mm distal to the renal arteries and a proximal type 1a endoleak. The patient reportedly received treatment and had an endovascular cuff placed and the event resolved. Additional information received reported that the physician was not certain as to what caused the migration. No clinical sequelae were reported and the patient is fine.